Event description:
It was reported that a (B)(6) male patient, underwent a paroxysmal atrial fibrillation procedure with a thermocool® sf nav bi-directional catheter and suffered cardiac tamponade which required pericardiocentesis and extended hospitalization on intensive care unit. It was noted that this patient had a relatively small left atrium that may have contributed to this event. The procedure was aborted. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this was caused during the transseptal puncture. Sheaths used during the procedure: two sl0 8.5 fr. However, bwi is taking a conservative approach to report this adverse event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) male patient, underwent a paroxysmal atrial fibrillation procedure with a thermocool sf nav bi-directional catheter and suffered cardiac tamponade which required pericardiocentesis and extended hospitalization on intensive care unit. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot #: 17100258l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial#: (B)(4); product name: stockert 70 rf generator, us catalog #: s7001, serial #: (B)(4); product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4); product name: stryker reprocessed lasso nav eco and acunav catheters, us catalog #: unknown, lot #: unknown. Non-bwi products used: brk-1 needle and two sl0 8.5fr sheaths. (B)(4).